Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: here is a summary: prof was involved in the early trials of prineo so has been using it for many years, and continues to use it very regularly in his plastic surgery practice, in particular in his breast reconstruction and abdominoplasty patients. Over the last 4-5 years, he has noticed an increase in what he describes as an allergic type reaction with redness and itching. He commented that in the past he had several cases of dermatitis in prineo patients that occurred 3-4 days after application, and this was thought to be attributable to retained catalyst within the dressing that was seemingly remedied by applying more of the liquid agent such that the catalyst was more fully consumed. Currently he is noticing later presenting allergic reaction, whereby the reaction presents 3-4 weeks after application. It seems to be more prevalent in longer wounds associated with breast and abdominal surgery. He also observed what he described as a 2nd set reaction, whereby a patient presents with an inflammatory response only after their 2nd exposure (with no reaction after first exposure). Symptoms always settle following removal of the dressing and administration of betnovate cream and chlorphenamine (piriton) treatment. He referred the patients to a consultant dermatologist as they needed admission to hospital. To date, no patients have required re-operation/revision of the wound because of this. Although there is nothing specifically that these patients have in common that would explain these observations, one thing he suspects is that this may be due to some sort of interaction with skin moisturizer lotions. This is because he thinks that it seems to occur more often in patients who report that they are using a lot of such lotions (his current practice is to encourage patients to moisturize regularly post-op). He has not advised patients to reduce their use of moisturizer as yet.

Event description:
It was reported that the patient underwent an unknown plastic surgery, possibly a breast reconstruction or abdominoplasty procedure, on unknown date in last four- five years and the topical skin adhesive was used. Two-three weeks after the procedure, the patient presented with redness and rash all around the area where topical skin adhesive was applied. It was also reported that the patient experienced allergic type reaction with itching. The patient possibly experienced dermatitis and/or inflammatory response after second exposure with no reaction after first exposure to the topical skin adhesive. The doctor opined that this was attributable to retained catalyst within the dressing that was seemingly remedied by applying more of the liquid agent such that the catalyst was more fully consumed. The patient underwent a removal of the dressing and administration of betnovate cream and chlorphenamine /piriton treatment and possibly was referred to a dermatologist. To date, no re-operation/revision of the wound was required because of this. The doctor opined that this reaction may be due to some sort of interaction with skin moisturizer lotions. As the doctor stated that his current practice is to encourage the patient to moisturize regularly post-op and he has not advised the patient to reduce their use of moisturizer as yet. Additional information has been requested.